Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that that the customer's blood glucose (bg) level ranged from 110 mg/dl to 286 mg/dl. Customer alleged the pump was not efficiently delivering insulin properly. Reportedly, customer attempted to address their elevated bg's by adjusting the pump settings prior to consulting a health care provider. Ultimately, customer reverted to use of manual injections and elevated bg levels were resolved. Reportedly, customer continued to use the pump for insulin delivery.